Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was found on the adhesive of the bending rubber, plastic cover, air/water cylinder, air/water tube, and the scope connector case unit. However, a definitive root cause was not established. Based on the results of the investigation, the most probable cause of the reported event is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the colonovideoscope instrument channel was blocked or narrowed allowing only a small amount of co² to pass through the channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.